Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that they experienced low blood glucose. Customer¿s current blood glucose was 230 mg/dl. Customer stated that her unconscious in the bed and seizure. Customer¿s husband had to give her a glucagon shot and banana and finally her blood glucose level was 108 mg/dl. The customer did not provide details on symptoms related to the low blood glucose levels. Customer was treated with food and glucose tablets. Customer did not allege insulin pump was over delivering. Customer was no insulin dripping or squirting from end of set before connecting at their site. Customer troubleshoot was performed for low blood glucose level. The insulin pump not will be returned for analysis.